Manufacturer narrative:
Unit had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unit had corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated her insulin pump went through the wash with clothes. Customer also stated blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.